Event description:
The patient reported a lack of relief since implant, noting they had a fall within the last year, but has never had pain relief since implanted. A return of pain was noted. High impedances were discovered with the following contact readings: 3: 30880, 8: 30880, 9: 30930, 10: 30980, 11: 31030, 12:31080, 14: 30980, 15: 31080. The rep reprogrammed the patient avoiding all contacts with high impedances. The cause is unknown, and the issue is ongoing. No additional actions/interventions planned, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-jun-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 04-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.